Event description:
The customer reported that x-rays stay on after releasing the x-ray switch. This event occurred outside of patient involvement. No patient injury or death was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hand switch and foot switch were evaluation and replaced. The system was tested and found to be working as intended and returned to service.